Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was discovered that there was a loose connection between the cassette line and supply bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection between the cassette line and solution bag. The technical service representative assisted the patient with clearing the alarm and ending therapy. The patient was advised to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.